Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 2,500 ohms. This was observed during a device changeout procedure. It was noted that the lead was fractured. The rv lead was programmed off and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 2,500 ohms. This was observed during a device changeout procedure. It was noted that the lead was fractured. The rv lead was programmed off and remains in service. No adverse patient effects were reported. Additional information was received that the health care professional (hcp) requested review of the presenting electrogram (egm) as there is a consistent premature ventricular contraction (pvc) type pattern or deflection, that occurs. The hcp would discuss with the physician. Technical services (ts) reviewed and noted an atrial pace, followed by a deflection on the rv channel which indicated intrinsic conduction through the atrioventricular node. A different deflection was also observed to be the auto lead detect feature. Ts noted the auto lead detect feature needs to have an in range impedance to turn itself off and this behavior will continue until an in range measurement is obtained. This patient would come into the office for an evaluation in the near future. This rv lead remains in service. No adverse patient effects were reported.